Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2015. Prior to use on the patient, part of the plastic covering the mesh was found broken. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
The actual sample has been received for evaluation. Visual examination revealed that the needle is already mounted on the guide and one plastic needle is broken. The location of the break on the needle indicates it could not have happened if the needle was properly locked on the guide. This suggests that the needle was removed from the lock that holds the needle at the guide. Based on the evaluation this is not a manufacturing issue.